Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no reported device malfunctions that would have caused the reported event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Conclusion: although, a temporal relationship between the ccpd therapy with the liberty cycler and the reported events of the patient being hospitalized due to fluid overload as a result of inadequate dialysis exists, there is no documentation to support the adverse event of fluid overload, inadequate dialysis and subsequent hospitalization was due to the liberty cycler as the patient stated she performed stat drains as well as manual peritoneal dialysis therapy when she encountered drain alarms. The possibility of the reported fibrin which was ¿fixed¿ in the hospital was the likely cause of drain complications leading to inadequate dialysis.

Event description:
Information in complaint file was reviewed by a post market surveillance clinician. The peritoneal dialysis (pd) patient reported encountering drain complications during continuous cycler-assisted peritoneal dialysis (ccpd) therapy for the prior week. The patient stated she was only able to complete one out of five exchanges each night. The patient said she was trained on performing stat drains as well as manual pd therapy and stated she reverted to continuous ambulatory peritoneal dialysis (capd) to complete treatments when the drain alarms occurred. The patient was requesting a replacement cycler. Additionally, the patient stated she was hospitalized due to not being able to drain and also had fibrin. During a follow up call to the patient on (B)(6) 2017 it was reported that she was hospitalized on (B)(6) 2017 due to fluid overload as a result of inadequate dialysis, and was discharged the next night after performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy in the hospital (details of hospitalization was unknown). The patient stated she had received her replacement cycler and has been able to complete ccpd therapy without further issue.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called in requesting a replacement cycler per since she had been having an ongoing issue with drain complications encountered. The pd patient had not been having good dialysis due to her drains and reported she was recently in the hospital due to not being able to drain. The patient stated she also had fibrin and indicated all of that got fixed and she did not have any issues with the cycler in the hospital, but she tried the cycler several days and continued to have drain issues. The patient stated she had been experiencing drain alarms for one week prior to requesting for a replacement cycler, and stated she was only able to complete one exchange a night instead of her usual five exchanges. The patient stated the cycler kept alarming with drain complication alarms every night and had requested for a replacement cycler as a result. The patient stated she was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated she reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatments when the drain alarms occurred and pending delivery of the replacement cycler. The patient stated she ended up being hospitalized on thursday ((B)(6) 2017) due to fluid overload as a result of inadequate dialysis, and was discharged friday night after performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy in the hospital. The patient indicated a replacement cycler was delivered and the alarms resolved, and she was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue. Medical records were requested.